Manufacturer narrative:
Testing and investigation found the device had unrestricted flow. This was due to physical damage to the door. The device was received with a broken door post and a missing door roller. The missing door roller prevented proper actuation of the regulator closer on the device mechanism, causing unrestricted flow when opening the device door. The probable cause for the broken door post and the missing door roller was leaving the door assembly in the open position exposing the door roller post and door roller to contact damage. Event problem: the event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
During verification testing at the service center, unrestricted flow was noted when the door was opened.